Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for investigation. The investigation confirmed the user's report of a complete loss of video image along with horizontal lines displayed on the video monitor. There were leaks noted on the biopsy channel port, remote switch buttons, and bending section cover. The bending section cover. The bending section cover glue was found discolored and peeling due to chemical damage, which may have contributed to the leak at this location. The device was noted to fail electrical leakage testing at the c-cover. The cause of the user's experience cannot be conclusively determined at this time, but user maintenance may have contributed to the reported difficulty. The device has been repaired and returned to the user facility. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during an upper endoscopy, there was a complete loss of video image. The procedure was completed with a different, but similar device and there was no patient injury.